Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions h6 medical device problem code 1494-indication for use

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an impella removal procedure. The patient was a transfer patient from another hospital with an 11f sheath already in place. Two guide wires were inserted into the 11f sheath, the 11f sheath was removed, and two 8f sheaths went in (two guide wires and two sheaths in the vessel). One 8f sheath was removed and a prostyle device was inserted over the guide wire. Reportedly, the plunger was attempted to be deployed, step 2; however, the plunger was unable to be depressed as the guide wire was still inserted inside the prostyle device and the second wire was next to the prostyle device in the same access site. The guide wire was then removed from the prostyle device, but the prostyle device did not deploy correctly and the guide wire export could not be exposed out of the vessel. Manual compression was applied. Contralateral access was obtained and tamponade of the common femoral artery was maintained for 12-16 minutes and a femostop device was placed to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.